Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported by the reporter that they called in and was upset regarding the deletion of the ¿old follow app version¿. Due to this issue, the reporter was unable to follow the patient¿s cgm readings and notify him of his hypoglycemic state. During this time, the patient was having low cgm values while at work, but the patient could not hear the cgm alerts as he works in a ¿very noisy place¿ (captured in this complaint). This resulted in the patient losing consciousness. His coworkers took him to the work office and were about to help the patient regain consciousness (how this occurred was not clarified). The patient was wearing a tandem insulin pump. The patient did not seek assistance from a higher level of care. No further patient or event information was provided. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The sensor was inserted into the skin. On 10/16/2025, it was reported by the reporter that they called in and was upset regarding the deletion of the ¿old follow app version¿. Due to this issue, the reporter was unable to follow the patient¿s cgm readings and notify him of his hypoglycemic state. During this time, the patient was having low cgm values while at work, but the patient could not hear the cgm alerts as he works in a ¿very noisy place¿ (captured in this complaint). This resulted in the patient losing consciousness. His coworkers took him to the work office and were about to help the patient regain consciousness (how this occurred was not clarified). The patient was wearing a tandem insulin pump. The patient did not seek assistance from a higher level of care. No further patient or event information was provided. Data investigation confirmed an alert/notification settings issue as no audio output. The probable cause is phone volume is set to silent/mute. It was found in connection with the reported allegation that the app delivered low, urgent low soon, and urgent low alerts, as expected and per patient¿s settings/specifications. In addition, the always sound feature was disabled. No additional patient or event information is available.